Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified vessel. A 2.25 x 20mm synergy¿ drug-eluting stent was advanced but device was unable to cross the lesion. The device was removed once and when the physician re-inserted the device, it was noted that a portion of the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported.